Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose level was as high as 540 mg/dl and as low as 21 mg/dl. The customer was treated with insulin pump, injection and carb intake. Customer was doing the sensor updating, cannot calibrate, then sensor not found, transmitter was almost offline prior to seven days due to sensor updating and being unable to connect. Customer declined troubleshooting. It was unknown that the customer was using auto mode feature at the time of high and low blood glucose level. The devices will not be returned for analysis.